Manufacturer narrative:
Investigation description. Complaint could not be duplicated; however, alert 38 was confirmed in the engineering logs. The leadscrew was successfully rewound and primed multiple times, however there was a clicking noise as the leadscrew would be rewinding. The device was opened and a loose lock washer was found next to the spur gear, an acetal washer in the wrong location and the encoder magnet not fully seated. The issue was caused by improper assembly.

Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ alerts during a supply change and restart attempts following an alert 38, with the device indicating a consecutive stalled motor and necessitating replacement, while the user lacked an in-date backup insulin pen and was advised to contact their healthcare provider. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified, consistent with a consecutive stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.